Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the beta bionics ilet user reported they received an alert 35 (insulin occlusion) on the ilet device. The user confirmed they were using an inset 23" infusion set, last changed two days prior. The user reported elevated blood glucose (bg) levels with a bg reading of 400 mg/dl and incorrectly announced a meal without food intake. The support agent advised that this behavior could impact algorithm performance. The agent also suggested inspecting the infusion site and tubing upon return home and collecting lot numbers in case of infusion set issues such as bent cannula or scar tissue. Later that day, the user called back and reported continuing hyperglycemia. A supply change was completed independently. The user confirmed insulin was observed exiting the tubing during a disconnect test. The agent advised allowing time for insulin absorption and monitoring glucose levels. A follow-up call was placed several hours later. The user reported a glucose level of 203 mg/dl with a downward trend and stated they were satisfied with the resolution. No symptoms, external assistance, or medical intervention occurred. The event was resolved without further incident.